Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient's receiver did not display the antenna 10 minutes after placement, or after the 2 hour calibration. A study coordinator downloaded the meter and could see the information after going to sweet spot to upload the device. No additional event or patient information is available. The device has been received. Investigation is not yet complete. A follow-up will be submitted upon completion of device analysis.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. The complaint of the antenna not appearing could not be confirmed. A root cause could not be determined.